Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
On (B)(6) 2015, the patient underwent total right knee arthroplasty due to degenerative arthritis. The patella was resurfaced. The surgeon reported no intraoperative complications. The patient was implanted with depuy knee system and unknown bone cement. On (B)(6) 2017, the patient underwent a right knee revision due to loosening of the tibial component, and pain. The surgeon reported he used a bone tamp within a few blows the tibial baseplate deboned from the underlying cement, was easily extracted with the cement mantle left behind. The tibial component was grossly loose. He indicated the femoral component was removed without any significant bone loss. The surgeon reported the patella was well-bonded and was not revised. Competitor components and unknown cement product. There were no complications to the procedure.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.